Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. H6 type of investigation: labelling review. The complaint for air bubbles introduced during procedure and/or observed on imaging was confirmed. Available information suggests patient pre-existing conditions likely contributed to the event. Potential root causes for the presence of air may include air from an alternative non-pascal device, omission of a flushing/de-airing step, or improper stopcock/syringe technique. However, a true root cause is unable to be determined. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H6 health effect - impact code: non-serious injury/illness/impairment.

Event description:
Per report received from japan, edwards received notification of a pascal precision ace procedure in mitral position. Air embolism was suspected during procedure. The event occurred after completion of the pascal procedure and during transition to a watchman procedure. The introducer had been removed during the pascal procedure, and the remaining guide sheath was used for preparation of the watchman procedure. The flushed introducer was inserted into the remaining guide sheath. In addition, due to concern about residual air in the guide sheath, 45cc was aspirated and then 45cc of heparinized saline was returned. Subsequently, during watchman insertion, a left ventricular wall motion abnormality was observed, raising suspicion of an air embolism. According to the physician, the amount of air observed was more than usual for a teer procedure. The patient experienced a transient abnormality in left ventricular wall motion, but no additional treatment was required, and the condition resolved. The patients lap decreased from 21 to 13 post-procedure. No issues were reported during device preparation or implantation, and no device malfunctions were noted.